Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. The noise was reproducible with pocket manipulation. All other lead measurements were normal. The device was reprogrammed. Patient will continue to be monitored.